Event description:
A ventilator was returned to the MFR for service. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the MFR's service ctr, a failure of the device to power on was observed. The device's power cable and sensor board cable were disconnected. "Service required" codes and "ventilator inoperative" codes were found in the ventilator's downloaded error log due to the cable disconnection. The cables were reconnected and the sensor board was replaced to address the issues. The device had evidence of tampering.